Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The device was received in its sealed original packaging. Visual inspection revealed a hair within the packaging. Based on the investigation, the root cause is an inspection error prior to distribution from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that prior to the procedure, "they found a hair inside the wrapper of the scissor tip." The device did not come in contact with the patient. The procedure was completed successfully using another readily available device. There was no surgical delay, adverse consequences, or medical intervention.